Manufacturer narrative:
The recharger with model 97755, serial# (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a couple weeks patient (pt) had problems with charging the ins with the rtm. Sometimes when they could charge the ins they had to try 5 to 10 times to locate the ins because they got messages that it could not find the ins. When they could locate the ins and get it charging the rtm antenna and the wires between the relay box would get so hot, sometimes the controller got hot. When recharging the ins the controller screen would go blank and they would have to plug it into the ac power to get it to turn on. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.